Manufacturer narrative:
The manufacturer location was documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The date of manufacture has been updated from dec 31, 2007 to nov 16, 2007. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that bay d of the universal battery charger device failed the battery charger test. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. (B)(4) engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to various worn electrical components from normal wear-out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.